Event description:
It was reported that a patient has extreme dyspnea, subsequent to a history of pneumonia which the physician believes is being exacerbated by vns stimulation. The shortness of breath had started approximately 6 months prior and has progressed. The settings were lowered but did not show any effect. Diagnostics were within normal limits. Chest x-rays showed that the device was intact. Additional relevant information has not been received to-date.